Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for an unknown number of patients from a cobas 8000 e 602 module. Specific information was only provided for one patient. Of the data provided, only the results for elecsys ft3 iii were discrepant. The patient had been tested on a cobas 8000 e 602 module on (B)(6) 2017 and based on the high results was diagnosed with grave's hyperthyroidism. The patient began treatment with thyrostatic drugs. Specific information regarding the treatment was requested but was not provided. On (B)(6) 2017, the customer then had the sample tested on a cobas 6000 e 601 module for ft3 and ft4. The results were considered to be incorerct. Due to suspected interference in the sample, ft3 and tsi (thyroid stimulant hormone) were tested in another laboratory on a siemens immulite analyzer. Based on these results, the patient was considered latent hypothyroid. The negative tsi result raised questions about if the grave¿s hyperthyroidism diagnosis was correct. The treatment with thyrostatic drugs was discontinued. There was no allegation of an adverse event. The serial numbers of the involved analyzers were requested but were not provided.

Manufacturer narrative:
As no sample material from the patient was available, the investigation was unable to find a definitive root cause. From the information provided, a general reagent issue could most likely be excluded.